Manufacturer narrative:
(B)(4).

Event description:
It was reported telemetry confirmed a critical alarm was occurring. Alarm was not heard. Pump was in safe state. The pt stated that they had no magnetic resonance imaging (MRI) or anything out of the ordinary. Pt was in the car at that time trying to use her pt monitor (ptm). Ptm showed error code of 8478 that showed pump was in safe state and pump was alarming. It was later reported alarm was heard and telemetry was not yet performed. Troubleshooting was limited due to lack of access to product and/or pt. The pump contained morphine with a concentration of 10 mg/ml and marcaine with a concentration of 3.7 mg/ml. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.